Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure. Following reasonable attempts, only a patient photo and minimal treatment settings were provided. An examination of the subject device by a trained technical expert concluded after verifying all system functions including calibration and preventative maintenance, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A medical professional reviewed the reported event details, patient photographs, and minimal patient treatment settings concluding that the skin type was not provided, however the patient photo appears to be a skin type v. Additionally, the medical professional stated: "the treatment settings were 6mm spot size, 5.11 joules, 1064nm wavelength. This is user error. The spot size used at 6mm is too small along with the fluence at 5.1 being too high with this pulse duration. The patient appears to have several erythematous abrasions, which resulted in hyper and hypopigmentation. A test spot was not provided and may have alerted the clinician to an end point that was out of range". As such, in abundance of caution, since resolution is unclear, likelihood to lead to permanent impairment exist. The probable root cause of the reported event is determined to be operator error using inappropriate treatment settings. A review of device labeling states: zoom handpiece: upon selection of pulse duration and spot size, perform a test patch to validate skin/target response. Adequate timing should be allowed for assessment as per skin type: at least 15 to 30 minutes for skin types I to iii with 532 and 1064nm. At least 24-48 hours for skin type IV with 1064nm . At least 48 to 72 hours for skin types v and vi with 1064nm. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: january 21, 2019.

Event description:
A foreign user facility reported that one (1) female patient sustained hyper and hypopigmentation on the left cheek following nevus treatment with a focus medical naturalase laser, zoom handpiece.